Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that tass (toxic anterior segment syndrome) was noted during a patient's postoperative visit following a cataract extraction procedure. Pain and fibrin in the anterior chamber were noted in the patient's operated eye during this exam. A steroidal drop was prescribed to treat the patient's symptoms. The customer thinks the viscoelastic material and/or the balanced salt solution (bss) used during the procedure may have caused/contributed to this event, however, the specific lot numbers of the products used for each of the affected patients could not be identified. No additional information is expected.

Manufacturer narrative:
The complaint is not related to a specific lot; however, the following lot numbers were possible lot numbers used during surgery : 15f22j, 15i29e, 14h19m and 15i01f. We therefore have performed an investigation on these lot numbers. All batches are released according to the required specifications and all initial testing results are within specification for all for four batches. Information of batch records compounding and filling for the possible used lot numbers showed that no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. To date no complaint samples were returned for evaluation. Our lab has tested the retained samples of the possible lot numbers and all results met specifications for the tested parameters (ph, osmo, lal). As none of the products used were returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. It has been advised to have an external consultant visit the concerning hospital for analysis and advise on preventive measures. (B)(4).